Event description:
Pt reported via a voluntary maude event report: (B)(6) 2003 - pt reported injury date. Since the time of implant for right inguinal hernia repair, the pt has experienced moderate to severe pain while sitting, sleeping, sneezing using the restroom, and working out. The pain is reported to cause numbing and shooting pain down the leg. The pain is described as so severe, the pt cannot do anything without being in constant chronic pain and daily life is challenging. The pt is looking into getting the plug and patch removed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact info included on the maude report, therefore, no f/u can be made. We, therefore, consider this report complete to the best of our current knowledge.